Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, a snare was pass through the biopsy cap, the sponge detached. After the snare was removed, no other device was able to pass down the scope channel. A water soluble lubricant was not applied to the rx locking device biopsy cap prior to use. Reportedly, the sponge was removed from the scope by using a borescope and scope cleaning brush. The procedure was completed with another rx locking device biopsy cap. There were no patient complications reported as a result of this event.